Event description:
This spontaneous case was received on (B)(6) 2013 from a physician and concerns a (B)(6) female pt. The pt's medical history and concomitant medications were not reported. On an unk date, the pt was administered with sculptra aesthetic (poly-l-lactic acid) for an unk indication. The batch number used was not reported. On an unk date, the pt experienced severe granulomas from sculptra aesthetics (poly-l-lactic acid) injections. The outcome of the event was not recovered. No further info was available at the time of this report. (B)(4).

Manufacturer narrative:
Pharmacovigilance_comment: (B)(4). Severe granuloma assessed as serious and possibly related.